Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process. As reported by the attending physician (pt sme) and reported treatment of nutritional support the patient is 52year old female with poor nutritional status, skin, and constitution that would directly impact and impede wound healing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item:00596402210, lot 64673587. Item:00598002701, lot 64552641. Report source: foreign country (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04072 and 0002648920-2020-00521.

Event description:
It was reported right knee arthroplasty and after 6 days after the procedure, the nurse found that patients wound red, swollen, and exuded. The nurse changed the dressing of the patient's wound and ordered strengthen the systemic nutritional support. Attempts have been made however, no additional information has been provided.